Event description:
A patient reported blood glucose results of "0, 262, 282, and 266 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution have been replaced.